Event description:
Philips received a report from a customer that during a percutaneous coronary intervention (pci) the system suddenly restarts. At that moment they could not see the sent in the patient and leading to closing of some vessels in the heart. Patient was transferred to another room. The stent was placed. Patient was injured, he suffered myocardia damage.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.